Manufacturer narrative:
(B)(4).

Event description:
It was reported that over the course of the past year the right ventricular lead exhibited low impedance and noise. The patient was asymptomatic. On (B)(6) 2017 the lead was successfully capped and replaced. The lead was checked and there was no obvious lead integrity issues. The patient was alert and stable post surgery and was discharged the following day.